Event description:
It was reported to covidien on 12/02/2009, that a customer had an issue with a dialysis catheter. The customer reported a possible allergic reaction against the material of the pd catheter, as the cause for the cloudy effluent. Eosinophilic peritonitis was diagnosed and antiallergic therapy with aerius 5mg po and decortin h 50mg was started.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.